Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I reagent kit, list number 02k41-27, abbott park, il, USA in section d of this report to architect i1000sr, list number 01l86-40, irving, tx, USA. MDR number 3016438761-2024-00603-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (normal range is 0-29 ng/ml): patient 1 initial result was 141.6, repeat result was <7, repeat result, on another analyzer, was <7 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The following data was provided (normal range is 0-29 ng/ml): patient 1 initial result was 141.6, repeat result was <7, repeat result, on another analyzer, was <7 ng/ml. There was no impact to patient management reported.